Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: 8. Conclusion: based on the available information, a root-cause analysis is not possible as the "high oxygen alarm" of the hamilton-t1 could not be reproduced. Most likely this issue is a result of a depleted/defective o2 cell (o2 sensor). Due to the defined risk-ID 856 and thus severity 3, this issue is deemed to be a reportable event. No further investigation or correction will be performed except those mentioned above.

Event description:
Ventilator 12538 seems to have an oxygen leak at 21% with oxygen connected to supply sensor is reading 24-26% / out of tolerance. Attached are the service logs and screenshot for reference. Look forward to your support on how to proceed with repairs. Kindly note all other tests passed during full test and I also replaced the o2 cell with a new one (o2 calibration passes as well).